Event description:
It was reported that a peritoneal dialysis (pd) transfer set was leaking iodine from between the female connector and the connected minicap. The leak was observed with the twist clamp in the closed position. This occurred during use of the device for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation with a minicap connected to the female connector. A visual inspection with the naked eye observed damage on the female connector. Functional testing including clear passage and clamp function testing were performed with no issues noted. A leak from beneath the returned minicap was detected. The device was re-tested with an in-lab minicap which revealed a leak beneath the minicap. The reported condition was verified. The damage to the female connector was determined to be the cause of the reported leak. The cause of the damage was determined to be a manufacturing related issue. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.